Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) shutdown without warning during use. Nurse powered the pump back on and there were no alarm messages present or on the alarm logs. The pump resumed therapy without issue. Esp personnel reviewed with him the best action of swapping out the cardiosave console with another. Nurse stated he will investigate finding a backup pump. He stated downtime was only a couple of minutes. He would like the pump serviced as quickly as possible and gives the necessary information for a repair. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.